Event description:
The accounts engineer stated that the reverse trendelenburg function is not working. When he attempts to run the reverse trendelenburg function, the head hi/low rises but the foot hi/low doesn't lower.

Manufacturer narrative:
The accounts engineer found that the cam for the foot hi/low limit switch was buried inside the switch. He repositioned the cam to repair the bed.